Event description:
Defective indwelling foley catheters- pin-hole in port making inflation balloon not possible. Catheters unable to be used. Not all in the box are defective but we have had 4-5 in the same brand and size (18f and 20f) do the same thing.